Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The issue was isolated to the device's system board. A replacement for this part is no longer available. Device is unrepairable and was permanently removed from service. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device monitor froze and would not complete the boot up cycle when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. Another device on scene was used to continue patient care. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device monitor froze and would not complete the boot up cycle when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. Another device on scene was used to continue patient care. This issue is patient related; however there was no adverse event reported.